Manufacturer narrative:
Manufacturer has been notified of this complaint and has been advised to please provide retain lot testing from same lot/batch.

Event description:
User stated needles would bend and leak and it was mostly every single needle. User is injecting insulin. Is returned/replace.